Manufacturer narrative:
Exact date unknown, event occurred several years from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to stimulator was not in a good location. No further information has been obtained despite good faith efforts.